Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician reported that the pericardial effusion was not related to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently had an implantable pulse generator (ipg) system implanted. The patient presented with pericardial effusion post implant. The 1000 cc of fluid was removed from the pericardium. Contrast guided echo confirmed that there was no lead perforation. Lead testing were within normal limits, however, the only change that was noted were slight changes in the right ventricular (rv) lead impedance. The lead remains in use. No further patient complications have been reported as a result of this event.